Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the device active electrode seems to have extruded out of the cochlea sometime after implantation. This was confirmed by x-ray. Hearing performance has been severely affected. Revision surgery is envisaged.